Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure, the physician found a bend in the guidewire. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit, including a guide wire in its advancer tube, an arrow raulerson syringe (ars), an 18ga introducer needle, and the product lidstock for evaluation. Visual inspection of the guide wire revealed no obvious kinks or bends in the guide wire body. The distal j-bend is properly shaped. Microscopic examination confirmed both welds are present and full. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.797 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use could not be confirmed through examination of the returned sample. No kinks or other defects were discovered on the guide wire. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the physician found a bend in the guidewire. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.